Event description:
It was reported that the screen of a patient¿s liberty select cycler was dim during ready of their peritoneal dialysis (pd) treatment. It was reported that the letters were hard to read, even though the display brightness was set to 10. At that point in time, the technical support representative advised the patient to continue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however, to date a response has not been received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen functional/display test failed. The screen was dim. It was identified that the cause for the dim screen was due to an internal short present on transformer (t1) on the inverter board. A known good inverter board was installed, and the display became fully operational. There were visual indications of dried fluid found in between of the pump assembly and front panel assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. Mushroom heads check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.